Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 1027337. D.4. Medical device expiration date: 2024-01-31. H.4. Device manufacture date: 2021-01-27. D.10. Device available for eval? Yes. D.10 returned to manufacturer on: 2021-05-24. H.6. Investigation summary: a device history record review was completed for provided lot number 1027337. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures samples and four shipment cases of product were returned for evaluation by our quality engineer team. The shipment cases were found to be in poor condition upon delivery. The first shipment case with the most damage contained the majority of the defective product. Within this case, twelve of the thirteen defective blister packages were identified. Multiple shelf cartons were found crushed and the defective blister packages were found split open on the bottom web side near the tip cap. One tip cap was observed to have gone through the web packaging. Two other shipment cases appeared to have some product taken previously and one was re-closed with tape. Of these two cases, no damages were found to the individual product packages. Of the final shipment case, one damaged product package was found in the bottom shelf carton, which also showed signs of strong damage. The representative samples and the picture samples provided both confirm the reported issue of package damage. As there were no non-conformance's detected during the production of this lot number, an exact cause could not be assigned at this point by our manufacturing plant¿s engineer team. Bd will continue to monitor adverse trends for this type of defect and for this lot number. H3 other text : see h10.

Event description:
It was reported holes in packaging was discovered with bd posiflush¿ 10ml saline fill, thus affecting sterility. This occurred with 3 cases. The following information was provided by the initial reporter: it was reported that there are holes on the packages.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported holes in packaging was discovered with bd posiflush¿ 10ml saline fill, thus affecting sterility. This occurred with 3 cases. The following information was provided by the initial reporter: it was reported that there are holes on the packages.